Manufacturer narrative:
Per good faith effort (gfe) response, it is unknown whether the subcontractor service was performed by a third-party vendor. Although the device was placed back in service, the repair also remains unknown. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the oxygen (o2) hose cannot be attached correctly to the pneumology wall oxygen source. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the hooks are probably damaged because they can't attach the o2 hose correctly to the pneumology wall oxygen source. The remote service engineer (rse) evaluated the device with the customer and found that the replacement oxygen (o2) hose needed to be ordered for repair. The investigation is ongoing.